Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed increasingly high capture threshold and high pacing impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.